Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event after announcing a standard meal while glucose was trending downward; cgm displayed 78 mg/dl while a fingerstick showed 56 mg/dl, and the user treated with a yogurt bar and four glucose tablets, with recovery to 126 mg/dl and no alerts for low or urgent low. Symptoms included hypoglycemia with bodily tension. Outcomes included no health consequences or impact and no need for medical assistance or hospitalization. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.